Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menses irregular, gerd, menometrorrhagia, perineal pain, dysplasia and hypertension. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("other injuries/symptoms: migraine"), headache ("headache"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), cardiac disorder ("heart disorder") and blood disorder ("blood disorder") and was found to have weight decreased ("weight gain/weight decreased") and weight increased ("weight gain/weight decreased"). The patient was treated with surgery ((B)(6) 2019, hysterectomy (full), oophorectomy (bilateral )). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia, anaemia, vaginal discharge, migraine, headache, alopecia, bladder disorder, urinary tract disorder, vaginal haemorrhage, cardiac disorder, blood disorder, weight decreased and weight increased had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, blood disorder, cardiac disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic/abdominal, back, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),anemia, vaginal discharge, migraine, headache, hair loss normal tissue then both ostia were seen to be accessible and assure system procedure was done. There were three trailing coils on the right and nine trailing coil on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: unspecified bilateral occlusion. Pathology test - on (B)(6) 2005: cervical cone biopsy. ..chronic cervitis and endocervicitis. I .focal koilocytotic changes exocervical mucosa consistent with previous hpv (block a2). (B,c) cervix biopsies cervical mucosa with chronic inflammation and focal koilocytotic changes consistent with previous hpv. D- cervix biopsy : exocervical and endocervical mucosa with polypoid hyperplasia and koilocytotic changes , consistent with hpv. E ¿ cervix biopsy ¿ at 12:00 exocervical and endocervical tissue with chronic inflammation and focal koilocytotic changes consistent with hpv. F ¿ biopsy endocervix ¿ end cervical tissue with chronic inflammation. Specimen submitted: a: cervix:( biopsy. Leep marked at 12 o'clock b : cervix ( biopsy -3 o'clock c. Cervix ( biopsy ~ 6 o'clock d : cervix biopsy - 9 o'clock e.' Cervix biopsy -12 o'clock f. Endocervix biopsy - endocervica. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs and mr received : events added- abnormal bleeding (vaginal), blood disorder, heart disorder, weight gain, weight loss. Aka name added, reporter added, patient demographic added, events onset date, events severity, concomitant drug, medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("other injuries/symptoms: migraine"), headache ("headache"), alopecia ("hair loss"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery ((B)(6) 2019, hysterectomy (full), oophorectomy (bilateral )). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia, anaemia, vaginal discharge, migraine, headache, alopecia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic/abdominal, back, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),anemia, vaginal discharge, migraine, headache, hair loss . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received events "dysmenorrhea (cramping),pelvic/abdominal, back, dyspareunia , (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods),anemia, migration, vaginal discharge, migraine, headache, hair loss" were added. Outcome of events "pain, bleeding, other, bladder/urinary" were updated as recovered. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.